Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor retracted and broken inside sensor base. Broken part still attached to sensor adhesive tape. We were unable to confirm if customer received sensor damage due to customer returning opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a sensor had a broken needle and fractured inside of their body. Customer's blood glucose was 110 mg/dl at the time of incident. Troubleshooting advised customer that an xray can determine if the sensor is still in their body. Customer was also advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.